Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.